Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate therapy due to post-sensed t-wave oversensing. Programming changes were made. There were no further events for the patient after reprogramming.